Event description:
It was reported that during use, the cs100 intra-aortic balloon pump (iabp) suddenly shutdown and sounded a long beep after pumping normally for about one (1) hour. Multiple attempts were made by the doctor to restart the iabp unit, but the issue persisted. The iabp unit was replaced with another iabp unit to continue therapy. There was no patient harm and no adverse event reported.

Manufacturer narrative:
This complaint has been processed as an out-of-box (oob) failure.

Event description:
It was reported that during use, the cs100 intra-aortic balloon pump (iabp) suddenly shutdown and sounded a long beep after pumping normally for about one (1) hour. Multiple attempts were made by the doctor to restart the iabp unit, but the issue persisted. The iabp unit was replaced with another iabp unit to continue therapy. There was no patient harm and no adverse event reported.

Manufacturer narrative:
The supplier returned the motor control board to the getinge national repair center (nrc) and indicated that the reported failure was verified. They replaced the shorted metal-oxide semiconductor field effect transistors (drives) and the board passed all of their testing. The senior repair technician of the nrc subsequently installed the motor control board into the cs100 test fixture and tested to factory specifications per cs100 service manual. The board passed testing, was scrapped and retained in the nrc per procedure.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. An getinge authorized field service engineer (fse), supplied by the dealer, was dispatched to investigate. The fse evaluated the iabp unit and replaced the motor control board and the ac fuse. The iabp then functioned normally and was returned to the customer for use. (B)(6).

Event description:
It was reported that during use, the cs100 intra-aortic balloon pump (iabp) suddenly shutdown and sounded a long beep after pumping normally for about one (1) hour. Multiple attempts were made by the doctor to restart the iabp unit, but the issue persisted. The iapb unit was replaced with another iabp unit to continue therapy. There was no patient harm and no adverse event reported.

Manufacturer narrative:
The motor control board was returned to getinge¿s national repair center (nrc) for further evaluation. A senior repair technician of the nrc inspectedthe motor control board and no visual damage was observed. The senior repair technician then installed the motor control board into cs100 test fixture and tested to factory specifications per the cs100 service manual it failed testing. The pump does not power up and blows fuse f3 on power supply on cs100 test fixture. The senior repair technician sent the part to supplier for failure analysis as per procedure. The bulk fuse was returned to getinge¿s national repair center (nrc) for further evaluation. A senior repair technician of the nrc inspected the bulk fuse and no visual damage was observed. The senior repair technician then installed the bulk fuse into power supply of cs100 test fixture and tested to factory specifications per the cs100 service manual. Fuse (f3) failed testing and the pump did not power up. The f3 is open caused by motor control board that came back on this complaint.

Event description:
It was reported that during use, the cs100 intra-aortic balloon pump (iabp) suddenly shutdown and sounded a long beep after pumping normally for about one (1) hour. Multiple attempts were made by the doctor to restart the iabp unit, but the issue persisted. The iabp unit was replaced with another iabp unit to continue therapy. There was no patient harm and no adverse event reported.